Event description:
Event description cpi received information that this bipolar lead became dislodged. It was unstable and the physician could not advance the stylet into the distal one third of lead when trying to reposition. The lead was removed. .